Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 40 mg/dl and treated with juice. The customer reported that she is starting off on the new insulin pump, in manual mode supposedly it was set for if she went below 50 it shuts off, she got an alarm displayable history crc check failed on startup but her pump never set up. Customer had site related issue such as rash, raised bumps, itchy. The insulin pump will not be returned for analysis.